Manufacturer narrative:
A sample is expected for in-house evaluation, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the illumination probe would not fit through the trocar. The probe was exchanged and the case was completed without any harm to the pt.